Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in a procedure performed on unknown date. It was reported that the balloon ruptured. No patient complications have been reported as a result of the event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf code (B)(4) captures the reportable event of balloon burst.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf code a0402 captures the reportable event of balloon burst. Investigation results: the returned hurricane rx dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to pinhole in the proximal section. Microscopic inspection found a pinhole located approximately at 45 mm from the tip of the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The pinhole is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface, could create friction on the balloon and cause a balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in a procedure performed on unknown date. It was reported that the balloon ruptured. No patient complications have been reported as a result of the event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.